Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2017 with the following findings: during investigation, the battery cap was found to be damaged. The pump also powered on to a dim and discolored display. Unrelated to the issue, evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a damaged battery cap as well as a dim/fading display screen. This report is made based on the results of investigation completed on 01/12/2017.